Manufacturer narrative:
(B)(4). This report was created to capture the product problem that led to the additional procedure. Medwatch report 1820334-2017-02396 was created to capture the additional product problems that were reported. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the patient returned to e.r. (Emergency room) with a detached hub and the nephrostomy drainage catheter had to be switched out for a new one. The physician reported that this particular complaint device was in use for 4 weeks and that the product problem happened at least 3 times in the last few weeks.